Event description:
It was reported that during the implant procedure, the device was connected to the lead, but it had a set screw that was screwed down into the barrel of the header and could not be backed out. This prevented the lead from being fully inserted into the device header. The replacement device was not implanted and another device was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned and analysis found no anomalies. However, it was noted that the set screw was bored into the connector.